Event description:
During an in-clinic follow-up, under-sensing was observed on the device. Provocative testing was performed where the under-sensing was reproducible. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.